Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a power (intermittent power) issue. It was noted that when the battery was replaced, the pump was reportedly beeping. It is unknown as to whether or not the pump emitted alerts to alert the user. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with this pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): review of the black box shows evidence of power on resets. The alarm was unconfirmed for 13 hours. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. There was no damage to the battery compartment or the returned battery cap. The pump was exercised for 24 hours with returned battery cap, no power interruptions. The height and width of the returned battery cap were measured and were found to be within the required specifications.